Event description:
Medtronic received a report of an artisse detachment device that alleges failure to detach and a artisse device that had inadequate sizing. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the left side (hemisphere) anterior c ommunicating artery with a max height of 4.53mm, a max width of 4.53mm, and a 3.72mm neck diameter. The eligibility criteria assessment was done on (B)(6) 2026. The baseline modified rankin scale (mrs) was 1: reporting no significant disability despite symptoms; able to carry out all usual duties and activities. Digital subtraction angiography (dsa) imaging was done on (B)(6) 2026. The medications/therapies taken were reported as acetylsalicylic acid dose 81 mg frequency daily reason for use prophylactic for aneurysm start date (B)(6) 2026 and ongoing. Plavix 75mg mg frequency daily reason for use prophylactic for aneurysm start date (B)(6) 2026 and ongoing. It was reported that the "first attempted detachment device had a failure to detach." There has been no change in the aneurysm that would impact the device size since the baseline image. The device/marker protrusion did not result in an additional intervention during procedure. After detachment, the placement of the device was satisfactory. The device had adequate conformability to the shape of the treated aneurysm. The parent artery stenosis was 0-5%. Ancillary devices include a primary guide catheter ballast sofia and a rebar-18. No adjunctive device was used. Additional information was received. The medication/therapy plavix 75mg mg frequency daily reason for use prophylactic for aneurysm start date (B)(6) 2026 and the end date of (B)(6) 2026. The eligibility criteria assessment was updated and done on (B)(6) 2026. Additional information was received. "Related device: model num: isd-5-pk, lot num: m01296, serial num: (B)(6), notes: device/ component disposition: not returned - destroyed; device name: artisse detachment device; needle location: groin." For the implant device isf-060-030 v02 us artisse was implanted. For the implant device isf-055-030 v02 us artisse the number was detachment attempts was 2. The study device was not implanted. No attempt was made to deploy study device due to the "IFU sizing not adequate." There was an successful attempt to resheath the device. For the second detachment device isd-5-pkv02 artisse us was used. Additional information was received. For the implant device isf-060-030 v02 us artisse there was no attempt to resheath the device and there was only 1 detachment attempt. For the second detachment device isd-5-pkv02 artisse us there was 1 detachment attempt. Device deficiency info was received stating that the device deficiency could have led to a serious adverse device effect (sade). Additional information was received. The "first attempted detachment device had a failure to detach. Device malfunction was indicated via amber light." Additional information was received. Medication or therapy dose of 5000 units frequency once reason for use prophylactic for aneurysm start/end date (B)(6) 2026. Additional information received reported that the sade acronym is referring to serious adverse device effect. It was stated that when a site reports a device deficiency crf, they are required to complete the question, "could device deficiency have led to a serious adverse device effect (sade) and if: a) suitable action had not been taken, b) intervention had not been made, or c) circumstances had been less fortunate", for this dd, the site answered this question as 'yes'. But to date there are no adverse events reported for this specific patient. It was also stated that information is per site report as captured in the rave database. Additional information was received reporting that the patient experienced intermittent vertigo. Symptoms began intermittently post discharge on (B)(6) 2026. The patient reported intermittent vertigo. Episodes occur intermittently and resolved by the time of the visit on (B)(6) 2026. Patient started using a cane due to concern for dizziness but denies baseline difficulty walking. Additionally, the patient reported intermittent numbness involving the left leg only occasionally at night. Symptoms began (B)(6) 2026. Patient denies numbness involving entire half of the body and denies associated facial or arm symptoms. He also denies any focal weakness. Physical therapy and MRI were ordered. The adverse event (ae) resulted in treatment action and physical therapy and did not result in blood transfusion, hospitalization, percutaneous intervention, surgical procedure, use of concomitant medication, or other actions taken with study treatment. The outcome status is recovering/resolving. The event occurred post-procedure. Brain imaging was performed in association with this ae. Ae did not result in a local neurological decline of presumed vascular origin. The ae was not related to the disease under study or an underlying condition or disease. The ae did not result from a device deficiency. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, medical or surgical intervention, and was not considered life-threatening. The site assessed this event as not related to the antiplatelet medication, artisse intrasaccular device or detachment device, or procedure. The sponsor assessed this event based on proximity of ae onset post-index procedure, possibly related to index procedure and device artisse; not related to apt regimen. Per source document review, there was mention of MRI/mra findings for scattered, punctate foci of lobar susceptibility artifact that likely represents chronic microhemorrhages, a few small chronic infarcts, a chronic lacunar infarct are seen in the pons, therefore site queried with request for physician to confirm whether these findings were present on prior imaging, as suspected per mention of chronic pending site response. Patient underwent left dsa anterior communicating (acom) artery, saccular aneurysm, maximum height was 4.53 mm, width was 4.53 mm, neck size was 3.72mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.